Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient's ipg pocket site was too low in the buttock. As a result, the patient experienced extreme pain at the site. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg pocket site was relocated. Reportedly, the issue is now resolved.